Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture , "lumpy", "discomfort" and "silicone within axillary and with axillary tail lymph nodes".

Event description:
Healthcare professional reported rupture on right side. The device remains implanted. Healthcare professional reported " "lumpy", "discomfort" and silicone within axillary and with axillary tail lymph nodes".

Event description:
Healthcare professional reported rupture on right side. The device has been explanted. Healthcare professional reported " "lumpy", "discomfort" and silicone within axillary and with axillary tail lymph nodes". Healthcare professional reported cysts.